Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring from a previous cartridge was stuck on the pneumatic tap. The customer successfully removed the o-ring and loaded a new cartridge. The reported issue did not impact the customer's blood glucose level.